Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. H3, h6: a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number ag2093849 was released in a single batch. Batch1: released on august 24, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 final tightener driver was received at us customer quality (cq). Upon visual inspection of the complaint device showed the distal tip was stripped/ worn out. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: feature: shaft diameter next to tip measured dimension: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Viper2 x25 final tightener shaft. Viper2 x25 final tightener assembly. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the complaint device was received with stripped/ worn out tip. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, two (2) verse correction keys were stripped. The procedure was successfully completed without surgical delay. There was no patient consequence. This report is for one (1) viper 2 system final tightener driver x25. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. Device evaluated by MFR: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.